Manufacturer narrative:
Patient information could not be obtained after multiple attempts. The logs were reviewed and a recommendation was made to the hospital to replace the exhalation valve printed circuit board.

Event description:
The hospital alleges that, during use, the unit stopped delivering breaths. There was no reported patient injury.